Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes may include kinks, leaks or faulty component. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that a channel drain causing the pumps to alarm of blockage despite no blockage and the pump still suctioning. This event happened around 3 times with no resolve. No harm or injury reported.